Event description:
It was reported that the pt previously had an external baclofen pump in 2006. She developed meningitis. No specific pt symptoms were reported and it is unk what treatment was provided. It was also reported that in 2008, the pump slid out of the abdominal pocket and was very painful at the iliac crest. The pt was seen by the neurosurgeon. It is unk what treatment was provided. The pump was used to deliver baclofen, 2.000 mcg/ml. The dose was titrated from 658 mcg/day to the current dose of 290 mcg/day. It was reported that the pt had hallucinations with psychoses with high doses of intrathecal baclofen (timing of these events was not clear). In 2008, the pt developed cellulitis with a pustule over the top of the pump, cerebrospinal fluid leak, erosion, fever, headache, hypertonia, infection, nausea and weakness. This required emergency care and urgent removal of the pump and catheter as well as IV antibiotics in the same month. The pt's outcome was reported as serious life threatening injury/illness- recovered with sequela. Additional info has been requested from the hcp, but was not available as of the date of this report.